Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006 this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. The patient had a severely angulated 80 degrees neck and short seal. As reported, a proximal type I endoleak was identified, attributed to the trunk-ipsilateral leg component not achieving seal due to the severe angulation. A decision was made to complete the case and monitor the patient. Three months later, the patient's aneurysm was found to be enlarged, and a reintervention was performed to implant proximally a 26 mm medtronic aneurx aaa stent graft cuff and a palmaz balloon-expandable stent, successfully resolving the endoleak. No further events were reported.